Event description:
Patient presented at follow-up, with a decrease in sensing, an increase in threshold and high impedance. It was also noted that one episode was detected. Hence, the lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.